Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meters and test strips were provided for investigation. The test strips and vials showed no defects. The meters appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with a retention high level control sample. Specified target range for test strip lot 393937-14: 2.5 - 3.1 inr. Specified target range for test strip lot 405011-16: 2.6 - 3.2 inr. Results for test strip lot 393937-14: qc 1 = 2.7 inr, qc 2 = 2.8 inr, qc 3 = 2.8 inr. Results for test strip lot 405011-16: qc 1 = 2.9 inr, qc 2 = 2.9 inr, qc 3 = 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. This event occurred in (B)(6). Phone number was provided as "(B)(6)".

Event description:
The initial reporter stated they received a discrepant result for one patient tested with a coaguchek xs meter. The reporter has two coaguchek xs meters, serial numbers (B)(4). It was asked, but it is not known which meter was used for testing. The customer had two test strip lot numbers, 40501116 and 39393714. It was asked, but it is not known which test strip lot number was used for testing. A sample from the patient was tested using the meter, resulting with a value of 3.6 inr or 3.8 inr. The specific value could not be provided. The patient was sent to the hospital and 1 to 2 hours after meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 8 inr. The patient's therapeutic range is 2 - 3 inr.